Event description:
It was reported that the patient underwent open bilateral inguinal lichtenstein hernia repair on (B)(6) 2011 and mesh was implanted. Bilateral lichtenstein procedure was performed with 7 cm incisions. The hernia defect was on both sides and was reported as large indirect less than 3 cm hernia defect. The mesh was implanted on both sides and cut. Following the procedure, the patient experienced recurrence on an unknown date and unknown side. The patient underwent a second procedure on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.